Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000141921. The patient had a hard fall. The patient's lead was explanted and replaced due to high impedance. Patient has effective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined

Event description:
It was reported that patient experienced ineffective therapy after a fall. System diagnostics recorded high impedances on one lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.